Event description:
Customer reported a decrease in fiber vaporization efficiency at 120,120 joules during a prostate procedure. The case was completed with a second fiber. The patient outcome was reported as "okay".

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customers initial report of a decrease in fiber vaporization efficiency, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to be fractured and partially broken off. Based on the analysis findings, the fiber condition could result in a forward firing condition and has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.